Event description:
It was reported that this left ventricular (lv) lead had experienced a gradual increase in pace impedance measurements over several years. The impedance measurements are now greater than 2,000 ohms. Additionally, the pacing thresholds have increased to 2.0 volts at 0.4 milliseconds. The patient paces in the lv 95-96% of the time. Boston scientific technical services (ts) discussed testing other pacing vectors. The patient has an upcoming device replacement procedure. No adverse patient effects were reported. This product remains in-service.